Event description:
A (B)(6) years-old patient with a history of hypertension was a undergoing a left heart catheterization procedure. While using the prelude ideal¿ vascular catheter introduction set, resistance met and the sheath dilator broke while in vessel. Attending physician removed all pieces, no known harm to patient. New product obtained and procedure done through another site. Sales manufacturer was present during the procedure.